Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted with coke colored urine and lactate dehydrogenase (ldh) level of 2000. The pt is currently on their third pump and due to other factors; the hospital does not feel the pt is a good candidate for a pump exchange or transplant. The pt was given integrilin and heparin gtts. The pt's urine cleared slightly and the pt was discharged home on plavix as well as aspirin (asa) and coumadin.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.